Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient¿s ins was not working. They explained that it felt like the ins had moved so they had to turn the ins off or they would feel a ¿zap¿ from the therapy. The patient also reported that the ins was not providing the same therapy coverage as it did before. The event began in 2020.